Event description:
As the iab was being placed in the cath lab, the side port was reported to have fallen off the introducer sheath. A replacement was used with no complication to the pt.

Manufacturer narrative:
H-10 section h6-method the portion of the iab in question was not returned for evaluation. H-10 section h6 conclusion cannot determine cause of problem.